Event description:
2/4 reference (B)(4) for all the related complaints and attachments while injecting patient with medication, medication did not disperse into patient joint, but instead came out of the side of the needle. Needle was checked with syringe to ensure that it was on properly and needle/syringe lined up and was as tight as possible.